Manufacturer narrative:
H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) received a call from a patient who was implanted with a non-rechargeable implant in (B)(6) 2025, reporting that the remote control indicates the implant is almost empty. The implant was located in the right abdomen, with no extension, and good impedance readings. The following settings were used: a: tonic during the day electrode settings: 1+2-3-4+ pw (ms): 650 frequency (hz): 40 amplitude value: 9.6 b: tonic at night electrode settings: 1+2-3-4+ pw (ms): 450 frequency (hz): 40 amplitude value: 9.4 the patient was last checked in (B)(6) and all impedances were good. The rep asking for a possible cause of why they were getting this notification already, and technical services (ts) noted that both the amplitude and pulse width are (significantly) higher than average. When ts looked at the settings, they suspected there is a small typo with group a as it is not possible to program a pulse width of 650's for one program. The maximum programmable value is 450's. There for they have used this value for the battery life estimation using the mentioned settings, and assuming all settings and impedance values remain the same and the implant is used 24 hours/day then the estimated lifespan was 1 year and 4 months. They noted the actual battery life of the implant based on the information shared appeared to be lower than the above estimate, however it was important to note the estimate was only accurate if all settings and impedances values and implant usage remained the same. For a better estimate, ts requested the session report including the impedance values. No symptoms were reported. Additional information was received from the manufacturer representative (rep) .they stated they just had patient at the outpatient clinic. Nothing unusual happened according to the patient. Impedances between 1985 ¿ 3065, and the rep made a typo last time about the pulse width. This is 450 a: b: frequency in both programs. Technical services noted that based on the new settings provided, a new lifespan estimate was available. It was noted that when the impedances are higher than 1200 ohms, the lifespan of the vanta is only 1 year. In this case, the average impedances are more than twice as high as 1200 ohms, namely 1985 ¿ 3065 ohms. They could not indicate what the exact influence of this will be on the lifespan, however stated it is likely the lifespan in this case will be significantly shorter than 1 year. They noted the eri measurement in this case would be reasonably expected with the noted high settings and high impedance values. Technical services suggested to lower the settings to try to extend the lifespan, or work with the cyc lic mode. The rep noted the given options do not have the same effect on therapy for the patient and therefore the implant would have to be replaced in the short term. The rep noted that it was unknown if the patient/hcp changed any of the programmed settings with the implant that could have led to quicker battery drain than expected. It was stated that replacement was planned for (B)(6).

Manufacturer narrative:
B3: event date is unknown g2. Foreign: nl. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received by the rep reported that the ins would not be returned as the customer discarded it.

Event description:
See h11.

Manufacturer narrative:
H6. Correction: fdd code a072201 does not apply to this event; although it was reported that impedances were "high" ranging from 1985 ¿ 3065 ohms, these impedance values fall within the acceptable system thresholds for the vanta platform (300-4000 ohms). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the ins was replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.